Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's ins had been explanted. The patient never kept it charged and was used to a non-rechargeable. No further information was reported.

Manufacturer narrative:
H3: analysis of pli# 10 product ID# 37714 found overdischarged battery. Analysis of product ID 3777-60 lot# j0337547v found broken conductors. Analysis of product ID 3777-60 found broken conductors. Concomitant medical products: product ID 3777-60 lot# j0337547v explanted: (B)(6) 2020 product type lead product ID 3777-60 product type lead product ID 97791 product type accessory product ID 97791 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: 'date received by MFR' of the second supplemental regulatory report is 2020-feb-18 not 2020-feb-19. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator used for spinal pain. Manufacturer representative reported the patient had not used their stimulator since (B)(6) 2016. The patient was unable to charge. It was reported that this was the second or third physician mode reset (pmr). Five trickle charges were performed the day prior to this report but the patient reported no response from their device. The patient said they would like a non-rechargeable device. The issue was not resolved at this time. No symptoms were reported.